Manufacturer narrative:
(B)(4). S/w version 5.2a, retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, serial label damage (fading) , cracked retainer (dented), and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where cracked battery tube/threads were noted. Pump tested ok. Additionally retainer ring damaged.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.